Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset tube of an mr290v vented autofeed humidification chamber was cut near the chamber dome, causing the water to leak. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected. Results: the water feedset tube was found cut at the connection to the chamber. The surface of the cut was rough. A lot check revealed no other complaints of this nature for lot number 110726. Conclusion: the water feedset tube of the complaint chamber was cut. The cut was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).